Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), a small plastic-like fragment fell out into the patient¿s body when a non-olympus guidewire was passed through the duodenovideoscope. The fragment was retrieved with biopsy forceps and the procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The following patient identifiers are linked, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to d4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The foreign material which was removed from the patient and sent by customer was inspected and result of the component analysis showed that the main component was ¿teflon¿. In addition, the following reportable malfunctions were identified during the device evaluation: scrapes inside the biopsy channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: milky white foreign material in the channel similar to what was sent by customer was likely the scraped off material from the biopsy channel. The foreign material was likely caused by scraping inside the biopsy channel due to handling that applied mechanical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.